Manufacturer narrative:
Device passed displacement test and self test. All buttons functioning properly during testing. No keypad anomalies or blocked buttons noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blocked button. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer did not press any button for three seconds and did not undergo an altitude change. There was no indication of troubleshooting or the issue being resolved during the call. There was also no indication of whether or not the insulin pump will be returned for analysis.